Event description:
The site reported the following: the cable from the charger is warm.

Manufacturer narrative:
Bayer r & I service replaced the power charger and power supply cable. Bayer r & I product analysis received and examined the dc power cable and power supply. The examination of the lemo connector and the adjoining wires determined that one of the wires had crossed over and shorted with another conductor to the point where the insulation of the two conductors became charred. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of this power cable. On april 15, 2013 bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors, or those provided by bayer service. These power cables are being recalled due to a latent design reliability issue and the potential for shorting which can result in heating/melting of the cable jacket.